Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely decreased wbc results while using the cell-dyn sapphire analyzer. The customer provided the following results (k/ul) for 2 patients: patient 1: initial 0.509, the patient was retested with a new specimen: 7.30. Patient 2: initial 0.468, retest same specimen: 9.00. The customer indicated they performed an autoclean and primed; no additional discrepant wbc results were generated. No impact to patient management was reported. No additional patient information was available.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn sapphire analyzer, list number 08h00-01, was identified.

Event description:
Additional wbc result information was received by the customer on 08/17/2018: patient 1 (sid (B)(6)) was re-drawn and a result of 9.19 was generated on closed mode patient 2 (B)(6) was re-drawn and a result of 7.3 was generated in closed mode, on a second analyzer. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.